Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the case start issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) screen displayed "optical sensor system error." Aic and pump were replaced with a new pump. No patient harm was reported.